Event description:
During ivtm therapy, customer noticed blood-tinged flowing back into the tubing. A cool line catheter (lot #166245) was used. Treatment was discontinued. No additional information was provided from customer. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint of blood-tinged flowing back into the tubing during the use of a cool line catheter (lot #166245) was confirmed during functional testing. A pinhole leak was observed at thedistal end of proximal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed, observed the catheter shaft was kinked at 8.5cm cm away from the catheter tip. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Dried blood residue was observed inside the catheter's balloons and luered tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of proximal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints for the icy catheter with lot number 166245.